Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint and were able to successfully scan on an ios/fsll version 2.5.3.3088 and android/fsll version 2.5.3.6373, using a known good libre 2 sensor. The extended investigation did not identify any issues with the librelink app. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced thirst and "cloudy consciouness" and received intravenous fluids and insulin by hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.